Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that implanting healthcare provider (hcp) messed it up really bad and about 6 months after implant they had to have a revision with a healthcare provider (hcp). They stated they had a 'big old hematoma'. The patient stated they also had a return of symptoms about a month ago where they cannot hold down food and some drinks. No further complications were reported.